Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for the past 3 or 4 weeks the patient had noticed decline in the implant battery not holding a charge as long as it used to. After the patient got the implant completely charged the charge would last less than 12 hours when before it would last 2 days. Patient noted they were not getting as much relief as they use to. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.